Event description:
On 14-mar-2025, it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose reported as low as 27 mg/dl, resulting in hospitalization. The user was transported by emergency medical services and treated with IV glucose and inpatient monitoring. The user was discharged on (B)(6) 2025, recovered, and did not resume ilet therapy.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient management and is consistent with the reported IV glucose administration and multi-day hospital stay. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed multiple low glucose events on the reported event date, with appropriate alarms and insulin suspension responses by the ilet. The user reported requiring assistance and emergency transport but did not experience loss of consciousness or seizure. Based on available information, the event was attributed to therapy-related factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.